Event description:
The customer that the monitor screen went blank while they were monitoring a pt for co2 levels. The customer turned device power and back on and the monitor screen again went blank. The customer indicated there were no adverse affects to the pt as a result of device use.

Manufacturer narrative:
Physio-control evaluated the device. The reported problem of the display going blank was not duplicated. The root cause of the reported problem was not determined. During the evaluation, the device was observed to intermittently re-boot spontaneously. The likely root cause of this issue was determined to be due to corrosion build up on the system pcb connectors which connect the system pcb assembly to the power pcb and the interface pcb assemblies. The device will be repaired and returned to the customer.